Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that the sensor electrode was very short when it was removed. Customer blood glucose reading was 5.4 mmol/l. Customer sensor value was not available and calibration was not accepted. Sensor will not be returning for analysis.